Manufacturer narrative:
Batch review performed on 6 august 2019: lot 178460: (B)(4) items manufactured and released on 09-apr-2018. Expiration date: 2023-03-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director: nine months after cementless total hip arthroplasty, the patient is complaining about pain. Radiographic images provided show the presence of radiolucent areas around the stem suggesting implant loosening and distal fixation. Such an early evolution towards aseptic loosening is unusual and we do not have sufficient information to find an explanation for it. There are no indications that the device has shown any intrinsic defects, but the reason of this event cannot be determined.

Event description:
Revision surgery planned on (B)(6) 2019 due to pain (10 months after primary surgery), the stem is distally fixed and not in the proximal part, potting.